Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be detected and prevented by following the instructions for use (IFU) section which state: operation manual describes how to detect for the suggested event in chapter 3 preparation and inspection. Reprocessing manual describes how to prevent the suggested event in chapter 3 cleaning, disinfection and sterilization procedures. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the reported events were partially confirmed. The bending angle in the up direction did not meet the standard value due to wear of the angle wire, and the water removal ability did not meet the standard value due to clogging of the nozzle. However, the air leak was not confirmed. In addition to the foreign objects found in the nozzle, other evaluation findings are as follows: the adhesive on the bending section cover had a white clouded area; the electrical connector was discolored due to water leakage; and the plastic distal end cover was dented. The foreign material found has been attributed to insufficient cleaning. The customer provided the cleaning, disinfecting, and sterilization process as follows: the device was cleaned, disinfected, and sterilized before it was sent in for repair. The customer has no idea about the nature of the foreign material. There was no delay in the start of the precleaning and no abnormalities in the accessories used for reprocessing. The customer flushed the air/water nozzle with water and air and wiped/brushed the air/water nozzle with clean lint-free cloths, brush, or sponges. The customer also flushed the air/water nozzle channel with the detergent solution. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that the gastrointestinal videoscope had an incorrect angle, poor air/water supply, and an air leak in the forceps port. This was found during preparation for use. The intended procedure was completed and there was no report of patient harm. The device was returned, evaluated, and foreign objects were found in the nozzle. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.